Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 14-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('crippling back') in a 36-year-old female patient who had essure (batch no. C61984) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and multiparous. Patient underwent numerous exams: blood tests, doppler, spinal x-ray, electrocardiogram, appointment with osteopath, physiotherapist, podiatrist, etc. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), chest pain ("chest pain"), fatigue ("fatigue"), stress ("stress"), burnout syndrome ("burn out"), neck pain ("neck pain"), pain in extremity ("unexplained contractures in the calves"), musculoskeletal pain ("muscle and joint pains"), paraesthesia ("tingling in limbs"), insomnia ("barely sleep at all"), dyspnoea ("out of breath") and temperature intolerance ("cannot bear the summer heat") and was found to have weight increased ("gained 15 kg"). At the time of the report, the back pain, chest pain, fatigue, stress, burnout syndrome, neck pain, pain in extremity, musculoskeletal pain, paraesthesia, insomnia, dyspnoea, weight increased and temperature intolerance outcome was unknown. The reporter provided no causality assessment for back pain, burnout syndrome, chest pain, dyspnoea, fatigue, insomnia, musculoskeletal pain, neck pain, pain in extremity, paraesthesia, stress, temperature intolerance and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('crippling back') in a (B)(6)-year-old female patient who had essure (batch no. C61984) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and multiparous. Patient underwent numerous exams: blood tests, doppler, spinal x-ray, electrocardiogram, appointment with osteopath, physiotherapist, podiatrist, etc. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), chest pain ("chest pain"), fatigue ("fatigue"), stress ("stress"), burnout syndrome ("burn out"), neck pain ("neck pain"), pain in extremity ("unexplained contractures in the calves"), musculoskeletal pain ("muscle and joint pains"), paraesthesia ("tingling in limbs"), sleep disorder ("barely sleep at all"), dyspnoea ("out of breath") and temperature intolerance ("cannot bear the summer heat") and was found to have weight increased ("gained 15 kg"). At the time of the report, the back pain, chest pain, fatigue, stress, burnout syndrome, neck pain, pain in extremity, musculoskeletal pain, paraesthesia, sleep disorder, dyspnoea, weight increased and temperature intolerance outcome was unknown. The reporter provided no causality assessment for back pain, burnout syndrome, chest pain, dyspnoea, fatigue, musculoskeletal pain, neck pain, pain in extremity, paraesthesia, sleep disorder, stress, temperature intolerance and weight increased with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.